Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump errors. Customer¿s blood glucose was 176 mg/dl. Customer treated with food for low blood glucose. Troubleshooting was performed for pump error and the customer stated that they are unable to rewind the insulin pump. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly noted. No motor error alarm noted during testing.